Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the right atrial lead was oversensing noise, leading to brief atrial pacing inhibition. The device was reprogrammed to address the issue on (B)(6) 2021. The patient was asymptomatic and in stable condition.